Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a low out of range (oor) pace impedance measurement less than 200 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The pace impedance trend graph indicates ongoing intermittent low oor measurements. Boston scientific technical services (ts) explained to the boston scientific representatives that it appears the patient has not had an ICD device programmer interrogation since a previous oor measurement. Ts provided guidance to bring the patient in for an interrogation. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device and the associated ra lead and right ventricular (rv) lead were subsequently explanted and replaced approximately two years and eight months later. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a low out of range (oor) pace impedance measurement less than 200 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The pace impedance trend graph indicates ongoing intermittent low oor measurements. Boston scientific technical services (ts) explained to the boston scientific representatives that it appears the patient has not had an ICD device programmer interrogation since a previous oor measurement. Ts provided guidance to bring the patient in for an interrogation. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ICD device and the associated ra lead and right ventricular (rv) lead were subsequently explanted and replaced approximately two years and eight months later. The ra and rv leads are not boston scientific products. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was hearing device tones from their implantable cardioverter defibrillator (ICD) device due to an alert for a low out of range (oor) pace impedance measurement less than 200 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The pace impedance trend graph indicates ongoing intermittent low oor measurements. Boston scientific technical services (ts) explained to the boston scientific representatives that it appears the patient has not had an ICD device programmer interrogation since a previous oor measurement. Ts provided guidance to bring the patient in for an interrogation. The products remain in-service. No patient symptoms or adverse patient effects were reported.